Manufacturer narrative:
(B)(4). Product evaluation. Issue is being reported as alert could not be cleared by operator.

Event description:
It has been reported that the AED is not functioning properly. It is unknown at this time if this is a patient use event or simulator.